Event description:
It was reported that during a sleeve gastrectomy procedure that on the staple fire, it did not make a staple line and the blade cut the stomach in half. The blade cut the stomach apart without forming a staple line on either side, and left a big hole on both sides. There was excessive bleeding. Stated rep will make arrangements to bring device in for analysis. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.